Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Item broke while in use. Another item was used and case completed as originally planned.